Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. During hospitalization, an unspecified infusion was injected (dose, frequency and duration not reported) and an unspecified oral drug (dose, duration and frequency not reported) for peritonitis. It was reported the solution in the abdominal cavity was released and refilled to treat the event. The patient was recovered from this peritonitis event. Dianeal 2.5% therapy was ongoing. No additional information is available.